Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe was not able to aspirate during surgery. The procedure type was unknown. The procedure was completed on same day by replacing it with same product. There was patient contact with suspect product but no impact to the patient.